Event description:
The lay user/patient contacted lifescan alleging that the onetouch ping meter was not communicating with the insulin pump. There were no allegations of harm or injury. Replacement products were sent to the patient. This reported issue is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death. However, this complaint is being reported due to the following conclusions: lifescan received the meter involved with this complaint on (B)(6) 2011 and completed device evaluation on (B)(6) 2011. Investigation was not able to confirm the alleged complaint; however, a cracked/broken lcd was found during testing. This complaint is being reported due to the cracked/broken lcd, which could contribute to a serious injury if the malfunction were to recur.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.